Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free experienced flow issues during use. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that medication from a secondary bag free flowed even though it was in a pump. The medication from a secondary bag free flowed even though it was in a pump. The bag emptied before the rn even had time to program the pump. The pump appears to be functioning correctly. The secondary bag was hanging above the pump. The IV set was taken down and a new set hung which worked normally. My guess is the primary IV tubing had a faulty valve. I have the tubing in my office if anyone would like to see it?"

Manufacturer narrative:
This complaint is a duplicate of MFR#: 9616066-2020-20205. Information pertaining to this complaint, 9616066-2020-20561, has been captured in 9616066-2020-20205. MFR#: 9616066-2020-20561 is void as a result.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free experienced flow issues during use. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that medication from a secondary bag free flowed even though it was in a pump. The medication from a secondary bag free flowed even though it was in a pump. The bag emptied before the rn even had time to program the pump. The pump appears to be functioning correctly. The secondary bag was hanging above the pump. The IV set was taken down and a new set hung which worked normally. My guess is the primary IV tubing had a faulty valve. I have the tubing in my office if anyone would like to see it?"